Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. The pt reported feeling a heating sensation during recharging. A new charging system was sent to the pt to aid in troubleshooting. According to the MFR's device registration system, the ipg remains in use at this time. F/u on the pt found no further issues reported.